Manufacturer narrative:
Needle 3 was returned to the manufacturer for investigation. The needle was subjected to electrical testing, and the electrical properties were found within specification. The reported malfunction could not be confirmed within needle 3. The root cause of the muscle spasm complaint is attributed to the defective needles 1 and 2. Please refer to section b5 for the mdrs of all needles used within this complaint.

Event description:
Four needles were used in a renal cryoablation case. This MDR is being submitted for the third needle. The user reported the patient experienced severe pain and muscular spasm during the active thaw (ithaw) cycle of the cryoablation procedure. The user stopped the active thaw and reverted to passive thaw to continue with the case. The patient did not experience any further muscle spasm once the active thaw had ceased. The case was completed with no further injury reported to the patient. As the user was unsure which of the needles caused the pain, all four needles were returned to the manufacturer for investigation. Please refer to the following MDR's for the other needles used during this cryoablation procedure: 9616793-2020-00025 - needle 1, 9616793-2020-00026 - needle 2, 9616793-2020-00028 - needle 4.